Event description:
A reported incident involving a secondary set, secure lock, with IV set hanger, 34 inch with black dots noted in IV tubing. There were no patient involvement and no harm.

Manufacturer narrative:
Device has not been returned to manufacturer.